Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that there was poor coupling with recharging. The patient ended the call as a manufacturer¿s representative (rep) was calling on the other line and the patient wanted to talk to the rep. No further complications were reported.